Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. Review of the device image indicated that the power-on reset occurred during high voltage therapy delivery. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the power-on reset could not be determined.

Event description:
It was reported that when a patient presented in the emergency room with pocket stimulation, the device was found in backup vvi mode due to a power on reset. The device was explanted and replaced without adverse consequence to the patient.